Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation (pfa) procedure for atrial fibrillation (a fib). The dilator tip was damaged when taken out of the package. The tip appeared to be flattened. While the dilator flushed fine, the wire could not get past the tip when inserted. A new sheath and dilator were used. The procedure was completed successfully. No patient complications occurred. The device is not returning due to disposal.